Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that there were frayed wires on the power extension cable and that sparking was observed. The unit was replaced and there were no adverse consequences reported.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the power supply cable was frayed, with exposed wires. No other physical damage was found on the unit or power extension cable.